Event description:
It was reported that a patient presented with low r-waves and no sensing on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.